Event description:
It was reported that an implant check showed that 4 of the 12 electrode channels had hi impedances and that there was a short circuit between two electrodes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.